Manufacturer narrative:
This is a follow up report adding vmsr to the exemption/variance number field. This was not included in the initial report.

Event description:
This report summarizes 7 malfunction events where midwest e plus 1:5 high speed contra angle attachment handpieces overheated. 7 events resulted in no injury.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(6). 7 of 7 devices were returned for evaluation. Evaluation of one device found it to be within specification. Evaluation of two devices found excessive wear due to a lack of proper maintenance. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The device did heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device had debris build-up. The device did heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The device had debris build-up. The device did not heat up during evaluation. The device was repaired and returned to the customer.